Manufacturer narrative:
The pump was returned to animas to eval. Eval revealed lead screw contamination and a sticking seal in the drive assembly. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Unrelated to the complaint, investigation revealed a cracked battery compartment. Cracks, chips, or damage to the pump may impact the battery contact and/ or the waterproof feature of the pump.

Event description:
Pt reports pump dispensed insulin during load cartridge phase.